Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while walking an infusion set yanked out at the site the day before this report and had another one in patient's purse that got unwrapped that got ruined. The patient self-treated high blood glucose level with a bolus. The site location was at the right abdomen region and the pump was in the left pocket. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the patient was unsure if the pump was dropped with the set connected to the patient's body. Currently, patient's blood glucose level was 167 mg/dl. No further information available.